Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when it was connected to the tower, the screen went completely black. The issue occurred during preparation for use involving an olympus autoclavable camera head. There was no patient involvement.